Event description:
Procedure: miles operation. Report received states that the device was activated but it could not coagulate at all. It was used on the intestinal membrane. Minimal blood loss occurred and another atlas was used along with hand sewing. It worked properly.